Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 07/14/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in advanced position and the cartridge correctly engaged into lower body of the pcb00 device. No assembly errors and/or defects related to manufacturing process were observed. Visual inspection at 10x microscope magnification showed that the cartridge tip was cracked. The intraocular lens was received out of the insertion device. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was not inserted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the preparation of the pcb00 device, after the second click, the intraocular lens (iol) did not come out from the cartridge tip but it bulged from the side of the cartridge tip. It looks like the cartridge as well as the cartridge tip were cracked. Reportedly, there was no patient contact with the lens and no patient injury. No further information was provided.